Event description:
It was reported that the atrial connector on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the atrial output connector lock was broken off. It was also noted that the upper and lower case halves were broken, both bail covers and ring cover were broken, the battery contacts were compressed, the ring was bent and one case screw was the wrong size. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial connector on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.